Manufacturer narrative:
The reported issue that the syringe pumps not recognizing syringes was not confirmed because no product or device logs were returned for investigation. No further investigation of this event is possible at this time; however bd has initiated a class iii field correction on (B)(6) 2020 associated with the potential for an incorrect syringe size issue, and a (B)(4) is opened to address this issue. No device history or qn search was performed since no source device serial number was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The device is used for treatment purposes. The customer stated that there was patient involvement.

Event description:
It was reported that there were several reports of syringe pumps not recognizing syringes.